Event description:
The device was used during total abdominal hysterectomy/bilateral salpingoopherectomy procedure. Reportedly, the instrument would not open. The surgeon resected the tissue and manually sutured to complete the procedure. The hospital has reported that the patient's condition is satisfactory.